Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns pt would be having surgery to perform an antibiotic irrigation around the pt's generator site due to a local infection. The pt had been previously hospitalized for the infection and would have an antibiotic irrigation performed as well as receive IV antibiotics. No device failure was suspected. It was later reported that the pt's vns generator had been explanted because of the infection. The generator was confirmed sterile when being shipped by the MFR. Attempts for further info are in progress.